Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The reported complaint of unresponsive touchscreen could not be reproduced during evaluation. The main circuit board was replaced to address the reported leaky super capacitor. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen and the main circuit board had a leaky super capacitor there was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The device will be serviced and fully tested before returning to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test and the main circuit board had a leaky super capacitor there was no patient harm or serious injury reported as a result of this incident.